Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was performed and noted that no clinical/medical information has been provided. Without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient presented to theatre on the (B)(6) 2018 for a removal of a tibia nail, tibial (fibula osteotomy), and orif (corrective) for mal/non union fracture.